Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The blood glucose level was 552 mg/dl at the time of incident and current blood glucose was 160 mg/dl. The customer treated with bolus with the manual injection. The drive support cap appeared normal. The customer declined to perform the high pressure test. The troubleshooting was performed for high blood glucose. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was neither in emergency room, nor admitted into hospital, as a result of high blood glucose. The insulin pump will not be returned for analysis.